Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs system, including an ipg and surgical lead, on (B)(6) 2010 for low back and bilateral leg pain. On (B)(6) 2011, the pt reported that he had fallen in the shower and injured his foot and knee. Approx one week after the fall, he stated that he felt overstimulation. The pt allegedly declined meeting for a reprogramming session. The pt stated that his orthopedic surgeon would like to perform an MRI of his foot and knee so we will need to have his system explanted. The pt will meet with his physician to discuss a potential explant procedure. No further info is available at this time.